Event description:
It was reported that the device¿s downstream occlusion (dso) sensor was cracked. There was unknown patient involvement.

Manufacturer narrative:
B3: event date unknown. E1: address line 1 "(B)(6) ." One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log revealed error 41541 occurred. Functional testing was able to replicate the reported issue and also found a problem with the latch/lock optic flex sensor. The root cause was determined to be a damaged dso seal. The dso seal was replaced as well as the latch/lock optic flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.